Manufacturer narrative:
Correction, h10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Case study: chierigo, p., mojtaba rahmati. ¿trattamento conservativo di fistola caliceale persistente secondaria ad enucleoresezione renale. Descrizioni di un caso e considerazioni cliniche¿, vol 77, issue 3, 2010. Therapy dates - start date, therapy date: the study was conducted on an unreported date in (B)(6) 2010. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a left renal tumor excision (3.5 x 3 cm) during temporary renal artery occlusion with surface hypothermia in which floseal was used. Intra-operatively a ureteral stent was placed. It was reported visual examination of the surgical cavity did not reveal any calyceal opening. Electrocauterization was performed, and the cavity was ¿stuffed¿ with floseal. Surgical edges were ¿free from illness¿. Five days post-operatively, urinary leakage from the drainage tube increased. On an unreported date, a pyelography was performed, and the result showed a calyceal fistula. A further stent was placed with no results. The bladder catheter was kept in place for ¿around two months¿. It was reported that urinary leakage stopped 34 days following surgery. No additional information is available.